Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error 240.4150 which was resolved with replacement of the both pressure sensors and performing a rate calibration to fix the problem and then the pump ran great. There was no patient involvement.